Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid lad. It was not possible to inflate the balloon of the orsiro mission at the lesion. The catheter was completely removed. Another attempt was made outside of the body to inflate the balloon with 18 atm, but this was also unsuccessful.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. All tested products of the lot successfully passed this test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid lad. It was not possible to inflate the balloon of the orsiro mission at the lesion. The catheter was completely removed. Another attempt was made outside of the body to inflate the balloon with 18 atm, but this was also unsuccessful.